Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. A site history complaint review was conducted on (B)(6) 2021 and did not show any additional complaints related to this event. No image or video clip for the reported event was submitted for review. System error log review was conducted on (B)(6) 2021 for a procedure on (B)(6) 2020 on system (B)(4). There were no observed events in the system logs other than start and end of procedure which is in line with normal system functionality. A review of the instrument logs was also performed. Single use vessel sealer extend (vse) pn: 480422-01 // ln: m90200513-0180 // sn: (B)(4) was recorded as being used during this procedure. All reusable instruments used in the case were used in subsequent procedures and a site review shows no complaint filed against those instruments. An isi advanced failure analyst (afa) engineer vessel sealer log review was conducted and found the following for vessel sealer extend (vse) sn: (B)(4) : this procedure was performed on an e-100 generator and logs found no related issues. No messages were recorded other than ¿home complete¿ ¿cut complete¿ and ¿seal complete¿ which are in line with normal system functionality. There were no logged events that are representative of an issue with the vse that was used during the procedure. While the initial surgeon of record alleged that the ureter burn injury stemmed from use of a vessel sealer extend (vse) instrument, the initial surgeon of record confirmed that there was nothing unusual during the initial procedure and there were no known intra-operative complications. The surgeon did not allege any intra-operative arcing. There was no alleged insufficient or delayed sealing of any instrument, and specifically the vse instrument. All instruments worked as expected and as intended and there were no system errors or messages. The alleged product issue does not meet the criteria of a reportable malfunction. There is no evidence that the isi device caused or contributed to an adverse event or that the isi device malfunctioned in a way that could contribute to an adverse event if it were to recur. However, there was unplanned medical intervention of a second surgery required for an alleged thermal injury to the patient¿s ureter that was corrected by fistula repair. At this time, the root cause of the reported issue and post-operative complication is unknown.

Event description:
It was initially reported that after a successfully completed da vinci-assisted hysterectomy procedure on an unspecified date (possibly the second case on (B)(6)2021), the patient returned to the hospital on an unspecified date for surgical repair, by a different surgeon, of an unspecified ureter vesicle injury that was allegedly caused due to an unspecified issue with a vessel sealer extend (vse) instrument during the initial da vinci procedure. The issue was identified ¿weeks later¿ as the patient had presented symptoms of discharge (urine) coming out from the vagina. The follow-up procedure date and intervention required to resolve the post-operative complication(s) was unknown. On 07-apr-2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: after a successfully completed da vinci-assisted hysterectomy procedure on (B)(6) 2020, the patient had presented symptoms ¿weeks after¿ the initial da vinci procedure during a surgical follow-up office visit on (B)(6)2021. The patient complained of unspecified ¿urinary issues¿ which lead the follow-up surgeon to suspect a ¿ureter fistula issue¿ and the patient returned to the hospital for an additional surgery by the follow-up surgeon on (B)(6) 2021 for ureter vesicle injury repair. The second procedure completed without incident and there have been no reported additional post-operative complications. The patient tolerated the second procedure well and was reported as ¿recovering nicely¿. The follow-up surgeon said that the affected area appeared to be a thermal burn and that a thermal burn would be consistent with symptoms showing a few weeks later. The initial surgeon of record alleged that the issue stemmed from use of a vessel sealer extend (vse) instrument.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an "adverse event and product problem" rather than just an "adverse event" as previously reported due to the report that the vessel sealer extend (vse) instrument caused a thermal injury to the patient¿s ureter and needed to be surgically repaired; which could potentially be related to a product problem. Corrected information can be found the following fields: b1, annex a, and annex g. B1 updated from "adverse event" to "adverse event and product problem". Annex a updated to include a27 - appropriate term/code not available. Annex g updated to include g04077 ¿ jaw.

Event description:
Refer to h10/h11 for follow-up information.